Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported to have worn the pump against their skin. Reportedly, the supplies were changed to address the past events. Blood glucose (bg) was over 600 mg/dl. Reportedly, bg was addressed with a manual injection. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended.